Event description:
Add'l info rec'd from MFR 9/17/01: the model number of the device listed in the voluntary medwatch report is 6936. It was reported that use of the model 6936 was discontinued due to oversensing and the model 7227cx was explanted for upgrade. It should be noted that "7227cx, pip113062h" reported in the brand description of the voluntary medwatch report is really the model and serial number for the pt's ICD. The model 6936 is the lead. Neither the model 6936 nor the model 7227cx were returned for analysis, so MFR is unable to provide device analysis results. Without the return and evaluation of the devices, MFR is unable to ascertain any causal relationship. Medtronic received info about the event described in the report on 05/18/01. The above info was included in a previous bi-monthly submission. As of the date of this letter, neither of the devices have been received.

Event description:
Event not drug related. Aicd malfunctioned, fired rapidly, repeatedly w/intermittent lead fracture. Explanation old ICD generator, left pectoral; implantation new ICD leads and generator, right pectoral, dual chamber. Aicd explanted and available for examination. Lead remains implanted but capped; not for further use.